Manufacturer narrative:
(B)(4).the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(side car push back).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the sidecar and clear outer sheath had been pushed back in the proximal direction for 4 millimeters from the distal end of the coil. The distal end of the sidecar was found to be partially collapsed for a length of 0.9 centimeters. The proximal end of the sidecar was found to be torn for a length of 2 millimeters in the distal direction from the proximal end of the sidecar. A functional evaluation found that the basket would extend and retract without issue. A second functional evaluation using a 0.035 inch guidewire found that the guidewire could be backloaded through the sidecar, but resistance was felt due to the damage to the sidecar. The condition of the returned incident device was consistent with the complaint incident that the sidecar had shifted. During the evaluation the sidecar was found to be pushed back, partially collapsed and torn. It appears that during attempted use the sidecar became pushed back when an attempt was made to insert it through the scope. It also appears that the sidecar became torn and collapsed during the attempt to pass the device into the scope or over the guidewire. Therefore, the most probable root cause is operational context. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the side car of the device pushed back and the physician was unable to pass the guide wire through the side car of the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the side car of the device pushed back and the physician was unable to pass the guide wire through the side car of the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.